Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional inspection: the tip of the balloon protruded from the distal tip of the sheath, while the proximal end of the balloon was inside the sheath. The balloon was not properly folded and mechanical damage was observed on the improperly folded pleats. The visible balloon material outside of the sheath was slightly bulged. The sheath was examined and the distal tip of the sheath was observed to be slightly flared. Stretching was noted along the length of the sheath and the sheath was also accordianed distal to the hub. All observations likely indicate retraction issues. The patency of the guidewire lumen was tested and it passed without issue. With the guidewire in place, an attempt was made to retract the balloon from the sheath. However, this was not possible, as the improperly folded pleats could not pass through the introducer sheath. The balloon was then advanced forward through the sheath with slight resistance. The balloon was then inflated to maximum inflation pressure (6atm) and subsequently deflated without issue. The balloon re-folded in the appropriate manner upon deflation. An attempt was then made to then retract the balloon from the sheath and the balloon was able to retract without issue. Conclusion: the investigation is confirmed for retraction issues as the balloon was returned within the customer's introducer sheath and the distal end of the introducer sheath was damaged. It is likely that the balloon's improper re-folding pattern contributed to the retraction issues. As the balloon properly re-folded during functional testing at bpv, it is unknown whether patient and/or procedural issues contributed to the improper balloon re-folding. The root cause for the balloon not re-folding properly is unknown. Labeling review: the current instructions for use (IFU) states: withdrawing balloon through introducer sheath may damage balloon. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. The lot number for the device has been provided. The device has been returned to the manufacturer for evaluation. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon valvuloplasty catheter was allegedly difficult to retract through the sheath. It was further reported that the valvuloplasty balloon catheter and sheath were removed together as a single unit. There was no reported impact or consequence to the patient.